Manufacturer narrative:
Device had a missing retainer ring, cracked case at the battery tube side, minor scratched display window, scratched case, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device had a crack on the device and the clear ring was missing. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.